Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On 16th february 2024, getinge became aware of an issue with one of surgical lights - powerled 700. As it was stated, the light cover was mouldy which suggest that the water might have been present inside the device. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
The correction of h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous h3c if other provide code-explain: device not returned to manufacturer corrected h3c if other provide code-explain: fse did not attend as the customer did not provide a po getinge became aware of an issue with one of surgical lights ¿ powerled. It was discovered that the light cover was mouldy which suggest that the water might have been present inside the device. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause nor provide the most probable root causes. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. Fse did not attend as the customer did not provide a po.

Event description:
Manufacturer's reference number (B)(4).